Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. When the first 33mm device was deployed, the device feet got caught in the pectinate muscle of the laa. Since the implant position was too distal, a partial recapture was performed. The position was adjusted and deployed again, but the device pushed out to the proximal side. A full recapture was performed. A second delivery system was then used and inserted into the laa and this 33mm device was deployed. The device also got caught in the pectinate muscle. A partial recapture was performed, but the device feet could not be removed, so a full recapture was performed. A third delivery system was then used, and the 33mm device was deployed. Since it also cleared the pass criteria, device release was performed.

Manufacturer narrative:
Returned product consisted of the watchman delivery system without the implant. The device was bloody. Analysis of the core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared/bent/abrasions). Inspection of the rest of the device found no other damage or defect. The device could not be functionally tested, as the device implant was not returned with the rest of the device.

Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. When the first 33mm device was deployed, the device feet got caught in the pectinate muscle of the laa. Since the implant position was too distal, a partial recapture was performed. The position was adjusted and deployed again, but the device pushed out to the proximal side. A full recapture was performed. A second delivery system was then used and inserted into the laa and this 33mm device was deployed. The device also got caught in the pectinate muscle. A partial recapture was performed, but the device feet could not be removed, so a full recapture was performed. A third delivery system was then used, and the 33mm device was deployed. Since it also cleared the pass criteria, device release was performed.